Manufacturer narrative:
The pump was not explanted and therefore not available for evaluation. A correlation between the device and the reported intracerebral hemorrhage and subsequent patient outcome could not be conclusively determined. Bleeding, stroke and neurologic dysfunction are listed in the instructions for use as potential adverse events that may be associated with the use of the heartmate ii left ventricular assist system. A review of the device history records revealed the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
(B)(4). Approximate age of device ¿ 1 year and 11 months.  No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2015. It was reported that the patient presented with intracerebral hemorrhage (ich). Patient''s inr was 1.6 and was being bridged with lovenox. On (B)(6) 2017, CT confirmed ich. Patient noted to have history of noncompliance. On 04/20/2017, lvad support was withdrawn. On (B)(6)2017, patient expired from complications of ich. No additional information was provided.